Manufacturer narrative:
The nalu trial system leads were implanted. The trial system does not include implantation of an implantable pulse generator (ipg) and the trial system did not get activated. There are no indications that the nalu system caused or contributed to the patient death. The patient passed all standard screenings prior to scheduling the procedure and there were no relevant pre-existing medical conditions disclosed to the firm. Exact cause of death is unknown to the firm. Death is a known inherent risk of sedation.

Event description:
On (B)(6) 2023 the patient was prepped for implant of a nalu peripheral nerve stimulator trial system, targeting the cluneal nerve to treat lower back pain. Patient was administered anesthesia for the procedure and placed in a prone position. The physician implanted the trial leads at the desired position. The procedure lasted approximately 10 minutes. After implanting the trial leads, the attending crna (certified registered nurse anesthetist) attempted to revive the patient after the procedure and discovered the patient had gone into cardiac arrest. Chest compressions were initiated. Emergency medical services arrived several minutes later and continued CPR. The patient was unable to be revived and was eventually pronounced dead.